Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate therapy; the lead dislodged and shocks resulted due to inappropriate sensing. The lead displayed over-sensing. The lead ¿pulled back¿ into the right atrium and the right ventricular (rv) lead was not sensing. Re-programming was done by setting detections and pacing to off. It was also reported the patient developed an infection and the patient received antibiotic treatment. The device and lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.